Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed strip reader module (srm) required replacement. The fse replaced the srm to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported ca failing bilirubin, false negative and failing reflectance check on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.